Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, pain, fever, and " moderate amount of fluid near the implant periphery."

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade unknown, pain, fever, and " moderate amount of fluid near the implant periphery." Device remains implanted.

Event description:
Healthcare professional reports right side rupture, capsular contracture baker grade unknown, pain, fever, and " moderate amount of fluid near the implant periphery." Device was explanted.

Event description:
Device has been explanted.